Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the trailing haptic tore off in the injector. Lens was removed without enlarging the incision and another same model lens was inserted. No pt injury. The cartridge used was not approved for use with the silicone lens.

Manufacturer narrative:
Eval - a visual inspection of the returned product shows the optic is torn in half. A portion of the optic and a haptic is torn off & missing. There is reddish surgical residue on the lens. Conclusions: based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for eval.